Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2014). The patient¿s meter has been returned on 10/3/2014 and evaluated by lifescan product analysis on 11/3/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective crystal x2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.